Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and while advancing the iab over the guidewire the iab became stuck. As a result, the iab was removed and another iab was inserted to complete the procedure. There were no reported pt complications.